Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose level of 592 mg/dl. The customer has tried to bolus and nothing has gone through and changed everything out and even tried to fill the cannula and saw insulin coming through the line but when tried to bolus, she still got a no delivery. The customer's parent declined to troubleshoot for high readings. Troubleshooting however, was performed for the insulin pump. The customer states the insulin exited but the customer is unable to remove the set at this time to test site portion of the infusion set. The customer states the cannula is not bent. The customer is going to send back her infusion set and reservoir. The product will be replaced. The product will be returned for analysis.